Event description:
According to the reporter, during the procedure, the electromagnetic navigational bronchoscopy(enb) portion of the case was completed, however, the patient had pneumothorax. The patient stayed the night in the hospital for 23-hour observation and then was discharged.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.